Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this defibrillation exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) discussed possible causes and recommended further testing to determine the cause of the high measurements. Testing was completed and revealed the cause of the measurements was calcification on the distal coil. This lead was surgically abandoned and a subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted to mitigate further calcification. No additional adverse patient effects were reported.